Event description:
It was reported that the 2800 system displays a communication error when the x-ray button is pressed. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the kv controller pcb. Replaced the kv controller and software. Also noted that the left monitor on workstation is not working. In-house-bio medical personnel will replace this monitor. The system was tested and found to be working as intended, with the exception of the left monitor. It is expected that once the left monitor is replaced the system will be fully operational. If additional information becomes available we will report as required.